Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 92 mg/dl at the time of the incident. Customer stated that the display did not return after insulin pump restart. Customer stated that she went to change out the battery and then she had to use another battery and by the time she went to get another battery the insulin pump was off and did not want to accept the battery. Customer stated that the display was not blank less than 30 seconds and/or did not return. Customer stated that the contacts on the battery cap are not missing or damaged and the battery compartment is neither damaged nor corroded. Customer stated that the spring is neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.